Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system and found all serial numbers were missing from the system information screen. Fse could not access the system via aperture or onsite. Fse replaced the common compute controller (ccc), programmed and restored the ccm files. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have no visual issues related to the reported failure. The ccc was installed and tested on an in-house equipment, fixture, or tool (eft) system where the component functioned as expected. The vision side cart (vsc) monitor could not show full display on the screen, and the vcs power button would not stop blinking blue with a message of "insufflator disabled." System was not able to program, and the patient side cart (psc) never completed its connection. The unit was installed into a test bench and powered on with a power supply. The unit was connected to a pc and identified that the tegra module was visible. The unit is confirmed to be non-functional. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the customer-reported issue is attributed to an electrical/ fiberoptic defect of the ccc, leading to a communication failure between the vision side cart and the patient side cart. The issue can be resolved by replacement of the ccc and reprogramming/ restoring ccm files.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that they had a message that the insufflator was disabled. The customer confirmed that the insufflator power cord and can bus cable were secured. Tse advised the customer to power cycle the tower breaker. The same message returned at power up, however there was no specific error code displayed. The customer stated they would use an external/back-up insufflator to complete the procedure. The customer called back and stated the issue is not related to the insufflator; there is a power issue with the vision side cart (vsc). The customer was attempting to dock the vsc to the patient and start the case, but the system had not completed power on and the power button for the vsc was blinking blue. The customer stated that when they pressed the power button, the vsc turned off immediately and did not count down. The customer elected to change out the vsc. The procedure was converted to another dv system with known impact or patient consequence reported.